Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a "throbbing, beating like sensation" with arm movement. When the patient was seen by the physician approximately nine days later, the patient was having palpitations and the throbbing sensation had resolved. No programming changes were made to the pacemaker, and the device remains in use. No patient complications have been reported as a result of this event.